Manufacturer narrative:
Also implanted on 3/25/2014: pxc141000j/12142840, pxc181000j/12039603, pxc181400j/11541565 results pending completion of evaluation.

Event description:
On (B)(6) 2014, the patient underwent an emergency endovascular repair of an impending rupture of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Final angiogram showed possible type 2 endoleak or type 3 endoleak from the device junction, but the procedure concluded with the endoleaks to be monitored. On (B)(6) 2014, the patient underwent an emergency endovascular repair of the ruptured abdominal aortic aneurysm. A contralateral leg component was implanted at the junction area of the contralateral gate to repair the type 3 endoleak. The angiogram showed the resolution of the type 3 endoleak and a persistent type 2 endoleak, which was untreated to be monitored. On (B)(6) 2014, the patient¿s abdominal aortic aneurysm ruptured again due to the persistent type 2 endoleak this time. The gore® excluder® aaa endoprostheses were explanted and the patient underwent surgical conversion using a vascular graft. It was reported that the patient had a tortuous proximal neck. However, the device overlap length was not sufficient to correspond to the bend. As of (B)(6) 2014, the patient is still in the hospital but is getting better.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleaks and aneurysm rupture. Additionally, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.